Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of setscrew anomaly was confirmed in the laboratory. The cause was found to be due to silicone, septum material found inside the atrial setscrew hex cavities. The silicone prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the setscrew, the hex cavity became stripped.

Event description:
It was reported that during lead revision, the setscrew was stripped. The device was explanted and replaced.